Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that a temperature alarm occurred while the battery was charging. Customer¿s blood glucose level was 145 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.